Event description:
It was reported that a pump has a system error 322. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The unit was tested for 24 hours with no occurrence of reported the system error 322. Review of the history log confirms the reported system error 322. Measurement of the spacing between the upper latch and upper latch switch was found to be out of specification. The upper auxiliary assembly will be replaced.